Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut some 9 cm distal to the is-1 connector pin. Both parts of the lead were received for analysis. It is reasonable to assume that the lead was cut in the course of the explantation procedure. During the visual inspection deformations of the inner coil close to the is-1 connector pin were observed. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The lead was explanted and replaced. No adverse patient effects were reported.